Event description:
The customer reported that the device, 60-6085-202a, vcare 200a - large, was being used during a robotic lavh procedure on (B)(6) 2023 when it was reported, ¿ white tip within v-care is free and swivels within device instead of being stationary was found during intra-op no patient injury or delay new device used.¿. A series of assessment questions were sent and it was reported the vcare was broken after trying to use it during surgery. There was no excessive force placed on the device while in use. There was no report of a delay and another vcare was used to complete the procedure. There was no report of patient or user impact, medical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review shows 3 complaints for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised the following: the user is advised that prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-202a, vcare 200a - large, was being used during a robotic lavh procedure on (B)(6) 2023 when it was reported, ¿ white tip within v-care is free and swivels within device instead of being stationary was found during intra-op no patient injury or delay new device used.¿. A series of assessment questions were sent and it was reported the vcare was broken after trying to use it during surgery. There was no excessive force placed on the device while in use. There was no report of a delay and another vcare was used to complete the procedure. There was no report of patient or user impact, medical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.